Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was 524 mg/dl and treated with an insulin drip, being transitioned to basal or bolus regimen at hospital. The customer was assisted with troubleshoot. Customer states cannula was bent on infusion set. The devices will not be returned for analysis.